Manufacturer narrative:
According to the customer, syringes were reported to introduce air bubbles when drawing contrast. The customer further reported that the syringe did not maintain a secure connection to the hub, which compromised procedural safety and reliability. The customer stated that, taken together, these issues made the syringe unsuitable for use. To date, no information has been received to indicate that a user or a patient experienced a death, serious injury, medical intervention, follow-up care, or other adverse health impact associated with the reported problem/issue. In an abundance of caution, and in response to an FDA 483 issued for cfn 1417592 on 22-jan-2024, this medwatch is being filed for the reported problem/issue. If additional relevant information becomes available a supplemental medwatch will be filed.

Event description:
According to the customer, syringes were reported to introduce air bubbles when drawing contrast. The customer further reported that the syringe did not maintain a secure connection to the hub, which compromised procedural safety and reliability. The customer stated that, taken together, these issues made the syringe unsuitable for use.